Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported by the customer's mother, that the customer had previous high blood glucose levels and ketones. It was also reported that the customer received a motor error alarm. Customer's blood glucose level at the time 107 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.